Event description:
Int'l affiliate reports the implanted valve did not control the pt's intracranial pressure as expected. The device was explanted and replaced. Upon removal, he valve's plastic case appeared to be broken.